Event description:
It was reported that vessel dissection occurred. The patient presented with triple vessel disease of the left anterior descending, left circumflex and right coronary arteries. After pre dilation with a 2.50 x 15 mm maverick at 8 atmospheres, a 2.75 x 32 mm synergy xd drug-eluting stent was advanced and deployed at 12 atmospheres. After deployment, it was observed that there was proximal stent edge dissection. It was covered by deploying a 3.0 x 16 mm synergy shield at the proximal end, overlapping the synergy xd stent. The procedure was completed with no further patient complications. The patient fully recovered.